Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in a shunt in the mildly tortuous and severely calcified cephalic vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at around 8 atmospheres, the proximal side of the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications nor injuries were reported.